Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2022, it was reported that the patient experienced shortness of breath, fatigue and chest pain because of an insulin flow blocked alarm. The infusion set had been used for a couple of hours. Consequently, on (B)(6) 2022, the patient was admitted in the hospital as the blood glucose level was 744 mg/dl and ketones were 80 mmol/l. Moreover, the patient experienced diabetic ketoacidosis and was released after three days. Currently, the patient's blood glucose level was 102 mg/dl. No further information available.